Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and it was found the reported phenomenon after removing the distal end cap. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found the foreign materials around/under the forceps elevator of the subject device. One part of the foreign materials blocked the air/water nozzle of the distal end of the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of olympus india and following matters, omsc surmised there was the possibility this phenomenon was attributed to the improper reprocessing to the subject device by the user. -the foreign materials were found around/under the forceps elevator -instructions for safe use (IFU) instructs that it is required brushing around the forceps elevator -there were similar malfunctions which occurred due to the improper reprocessing by the user, based on the reports of the former similar cases if additional information becomes available, this report will be supplemented.